Manufacturer narrative:
Update to add demographic information (3a) that was not included in initial report.

Manufacturer narrative:
It was reported that the catheter dislodged requiring a new catheter insertion. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Foley catheter would not inflate.